Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number (B)(6); product type: delivery catheter system; corrected data: d10 concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that prior to the valve implant the patient was taking a beta-blocker. This same beta-blocker and dose was reported also at discharge. The day following the transcatheter pulmonary valve implant moderate paravalvular regurgitation was identified on the discharge transthoracic echocardiogram (tte). A repeat tte was performed 10 days following the valve implant which identified mild pvl. No treatment reported for the pvl.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, the patient developed ventricular ectopy in the setting of annular valve placement. Additionally, pulmonary edema was noted and thought to be due to a combination of improved cardiac function and ventricular ectopy. Intravenous therapy (IV) diuretic medication was administered and the patient was successfully extubated in less than 24 hours. The next day, a fever was noted and the patient was started on IV antibiotics and transitioned to oral antibiotics. Blood cultures and infectious workup were negative and the procalcitonin was less than 0.05 ng/ml. Subsequently, the antibiotics were stopped two days later. It was noted that the fever was likely related to the procedure rather than infectious etiology. The patient's hospitalization was prolonged. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The previously submitted information of severe paravalvular leak (pvl) should have rather reflected severe central regurgitation as a baseline condition.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that approximately 2 months and 10 days following the valve implant a transthoracic echocardiogram (tte) indicated the paravalvular leak (pvl) was still mild in severity and reported as not clinically significant. The pvl was reported as causal to the transcatheter pulmonary valve and possibly related to the implant procedure itself.

Manufacturer narrative:
Image review: imaging labeled discharge echo was reviewed. There was a broad jet adjacent to the harmony device frame. The exit jet appears to be mild-moderate in nature. No imaging sweeps were performed to see the full extent of the pvl (entrance to exit). The doppler waveform density was also consistent with mild-moderate regurgitation. Based on some of the imaging provided, the regurgitation was consistent with moderate however, imaging was technically challenging. The poor-quality imaging made the grading assessment difficult. The exit jet appeared small and turbulent without significant extent into the right ventricle (rv) cavity. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the pulmonary edema was now reported as unrelated to the transcatheter pulmonary valve but possibly related to the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at baseline, prior to the transcatheter valve implant, the paravalvular leak (pvl) was measured as severe. The pulmonary edema resolved 3 days following onset. The pulmonary edema was reported as probably related to the pulmonary valve and implant procedure.